Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for obstruction in the stomach indication. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The delivery system was returned in position 4. Functional inspection was performed to inspect the catheter lock for functionality; however, the stent could not be release from the delivery system. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted and detached. Dimensional inspection was performed and the length of the device was within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the axios stent was intended to be placed transgastric to the stomach. The IFU states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. Furthermore, according to the evidence found in the product analysis, the outer sheath was returned twisted and detached which is evidence that the luer was incorrectly rotated as the IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to the technique used by the physician in rotating the handle incorrectly based on the IFU during the procedure, could have caused the torsion on the delivery system, which limited the performance of the device and contributed to the stent failure to deploy, and outer sheath twisted and detached. Therefore, the most probable cause is failure to follow instructions. Block h11: block g4 (premarket / 510(k) #) has been corrected.

Event description:
It was reported to boston scientific corporation on june 28, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat an obstruction during a lumen-apposing metal stent (lams) placement procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, a crack was heard, and the stent was unable to be deployed. There was no visible damage noted on the device. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed transgastric to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat an obstruction during a lumen-apposing metal stent (lams) placement procedure performed on (B)(6) 2023. During the procedure, the stent was attempted to be deployed; however, a crack was heard, and the stent was unable to be deployed. There was no visible damage noted on the device. The stent was removed from the patient fully covered by the outer sheath and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed transgastric to the stomach. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the stomach.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for obstruction in the stomach indication.